Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. 625636) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (6 times), multiparous (4 live births - (B)(6) 1990, (B)(6) 1992, (B)(6) 1994, (B)(6) 2004) and miscarriage (1 miscarriage). Concurrent conditions included cervicitis, nabothian cyst, adenomyosis and intramural leiomyoma of uterus. Concomitant products included sulfamethoxazole. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraines"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, headache and migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache, migraine and pelvic pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure confirmation test(s) (unspecified) result - bilateral occlusion. Lot number:625636 manufacturing date: 2007-08 expiration date: 2009-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 625636) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (6 times), multiparous (4 live births - (B)(6)) and miscarriage (1 miscarriage). Concurrent conditions included cervicitis, nabothian cyst, adenomyosis and intramural leiomyoma of uterus. Concomitant products included sulfamethoxazole. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraines"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, headache and migraine outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache, migraine and pelvic pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure confirmation test(s) (unspecified) result - bilateral occlusion. Lot number: 625636, manufacture date: 2007-08, expiration date: 2009-07. Most recent follow-up information incorporated above includes: on 1-oct-2021: medical record received. Case became serious incident because of essure was removal. Reporter, medical history and essure removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.